Event description:
It was reported that after a diagnostic catheterization, arteriotomy closure was attempted in the scarred left common femoral artery using a starclose se device. Reportedly, when the plunger was depressed, the exchange sheath split all the way. The physician could not proceed to thumb advancer deployment or clip deployment. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath splitting down to the distal end when the plunger was depressed could not be confirmed. Although the physician reported he could not proceed to thumb advancer deployment or clip deployment, analysis of the device found the thumb advancer and clip fully deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.